Event description:
It was reported that the customer was hospitalized with dka. The troubleshooting conducted revealed the customer had changed the infusion set the day prior to the incident. The family member had to go and would call back to complete the troubleshooting.